Event description:
The user facility reported that blood began leaking from the tubing section in the raceway of the roller-pump towards the end of a case. The perfusionist inspected the tubing section after the case and reported finding two small holes. Follow up info confirmed that the tubing kit had been set up and primed on saturday and was left circulating at low speeds in the roller-pump until the case was run on monday. To avoid complications, they came off the pump about 20 minutes early at the end of the procedure. The pt was reported to be stable and there have been no postoperative complications reported to date. The reported blood loss is estimated at 500-cc.